Event description:
It was reported that, "the above listed pca acetabular shell and insert were explanted due to acetabular loosening. Identification of all catalog numbers and lot codes with the exception of the insert lot code was not possible at time of surgery. Previous surgery operating report and implant records are not available. The surgeon replaced the shell and insert with implants by another manufacturer. The surgeon attempted to remove the pca femoral head from the well fixed pca femoral stem unsuccessfully using several different instruments and techniques."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report.